Manufacturer narrative:
No unexpected battery alarms were noted. The insulin pump had intermittent escape and act button response due to corroded keypad traces. The insulin pump was received with a cracked display window, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported that the insulin pump had a keypad anomaly. The act button on the insulin pump was unresponsive. He had to press the act button two to three times for it to respond. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.